Event description:
Allegedly, component removed during revision surgery.

Manufacturer narrative:
This device was returned with the originally reported suspect device. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00327, 1043534-2009-00057. This event occurred in other country.